Event description:
It was reported that the patient presented to the clinic after receiving a notification alert for episodes of non-sustained rv oversensing. The episodes were caused by myopotential oversensing. Programming change was made, and noise was not replicable after the change.